Event description:
It was reported there was a revision surgery to replace transition rods that had broken post operatively. This event occurred in austria.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation of the first construct shows cord breakage between the spools at l3 and l4, and the observation of the second construct shows cord breakage between the spools at l2 and l3. It is likely that excess forces from the patient's car accident caused the bilateral cord breaks; however, an exact cause of the reported issue could not be determined.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation of the first construct shows cord breakage between the spools at l3 and l4, and the observation of the second construct shows cord breakage between the spools at l2 and l3. It is likely that excess forces from the patient's car accident caused the bilateral cord breaks; however, an exact cause of the reported issue could not be determined.

Event description:
It was reported there was a revision surgery to replace transition rods that had broken post operatively. This event occurred in austria.